Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, an enlarged atrium, prolapsed posterior, and thin leaflets. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. The clip became cauhg tin the chordae. The clip was able to be freed from the chordae without causing damage. It was noted that the gripper line was broke.therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and difficult or delayed positioning associated with the clip interacting with the anatomy appears to be related to patient conditions (enlarged atrium, prolapsed posterior, and thin leaflets). A cause for the reported gripper line break; however, cannot be determined. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, an enlarged atrium, prolapsed posterior, and thin leaflets. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. The clip became caught in the chordae. The clip was able to be freed from the chordae without causing damage. It was noted that the gripper line was broke. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2025, the patient underwent a surgical procedure.